Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, the patient presented with a posterior capsule rupture. At the time of assembly, the haptic bent. The doctor decided to change the lens for another one. Additional information has been requested.

Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).